Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 597 mg/dl. Customer experienced chest pain and vomiting. Diagnosed diabetic ketoacidosis. Customer stated that he treated with manual injection. Customer called from hospital; he was not treated at the time of the call. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, error test, displacement test, rewind test, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. No motor error alarm noted. The insulin pump received with scratched lcd window and cracked battery tube threads.